Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that air bubbles occurred. During a pulse field ablation procedure, when the faradrive steerable sheath was aspirated air was detected. The faradrive steerable sheath was exchanged for a new faradrive and the procedure proceeded. No patient complications were reported.